Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fixation of the flap in the mouth, the needle broke in the patient¿s mouth and could not be found. Intra-operative x-ray was done to locate and remove the needle. The operation was prolonged by one hour and 10 minutes.